Event description:
It was reported that it is impossible to insert the femoral head on the abg2 stem implanted. The surgeon had to implant a 28 (+8) femoral head instead of the 28 (+12). This resulted in shortening of the pt's leg.